Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed the reported condition but was unable to confirm the issue. As a preventive measure the fse replaced the integrated electro surgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and tested using a known good system, upon cauterizing using any instrument the iesu displayed error m-0b, after a second of activation error m-35 was displayed. Upon visual inspection there were no issues found that would be related to the reported event. As a result of these findings the root cause could not be determined since the unit is an OEM product and cannot be opened on site for further investigation. The complaint was confirmed based on the failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. Errors triggered during the testing suggests the issue may be related to communication or detection issues within the erbe generator.

Event description:
It was reported that during a da vinci-assisted salpingo oophorectomy surgical procedure, the integrated electrical surgical unit bipolar was not firing hot enough. The procedure was completed with no reported injury.

Manufacturer narrative:
Related fa codes were updated.

Event description:
Refer to h11 for follow-up information.